Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "capsular contracture baker grade unknown, peri-implant seroma, radial folds, lymph nodes, physical pain, biocell recalled textured implant. Diagnosed via us, biopsy and MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "capsular contracture baker grade unknown, peri-implant seroma, radial folds, lymph nodes, physical pain, biocell recalled textured implant. Diagnosed via us, biopsy and MRI. This record is for the left side. Device was explanted.

Event description:
Patient reported "capsular contracture baker grade unknown, radial folds, lymph nodes, physical pain, biocell recalled textured implant. Diagnosed via us, biopsy and MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.